Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
(B)(6) reported, that tooth #19 cracked. A small piece broke off and their dentist is going to have to remove the inlay and repair it. They may need a crown instead. Requested diagnostic findings to evaluate for next steps. And if (B)(6) can continue with the final 2 aligners or to hold in current aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.